Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to the pump basal settings needing adjustment. Customer consumed carbohydrates to address low bg. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, customer continued to use the pump for insulin therapy.